Event description:
It was reported the pt's (B)(6) ipg is turning off without prompting. Efforts to rectify this issue by adjusting the magnet mode for the patient's therapy system have been unsuccessful. A diagnostic test revealed impedance issues for two lead contacts; however, effective stimulation was achieved through reprogramming. X-rays have been ordered by the physician for further interrogation. Surgical intervention is being considered as a means to address this matter.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.